Event description:
It was reported that the physician noticed right before prophylactically extracting the right ventricular lead that it had an outer insulation breach. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the outer tubing overlay was melted. It was also noted that the defibrillator conductor was distorted, the distal conductor had blood/body fluid (not obstructed), the defibrillator conductor was fractured, there was blood/body fluid on the outer tubing overlay, the inner and outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the exposed defibrillator coil had a white substance, the outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was tissue on the helix, and there was apparent explant damage.